Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Inflammation is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent a laparoscopic bilateral inguinal hernia repair. A bard/davol hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 the patient underwent an additional surgery (including a left complex hydrocelectomy, left spermatocelectomy and right hydrocele repair) to correct complications caused by the bard hernia mesh. The surgeon noted that the patient had severe bilateral hydrocele with hydronephrosis with ¿dramatic thickening of the hydrocele sac itself and the spermatic cord¿ with the wall (and contents) of the hydrocele appearing to be abnormal. The surgeon further noted that the testis appeared to have severe thickening and inflammation. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The product implanted in patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the product was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard hernia mesh.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent a laparoscopic bilateral inguinal hernia repair. A bard/davol hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 the patient underwent an additional surgery (including a left complex hydrocelectomy, left spermatocelectomy and right hydrocele repair) to correct complications caused by the bard hernia mesh. The surgeon noted that the patient had severe bilateral hydrocele with hydronephrosis with ¿dramatic thickening of the hydrocele sac itself and the spermatic cord¿ with the wall (and contents) of the hydrocele appearing to be abnormal. The surgeon further noted that the testis appeared to have severe thickening and inflammation. The patient has suffered and will continue to suffer physical pain and suffering, as well as mental anguish. The product implanted in patient failed to reasonably perform as intended. It caused serious injury and had to be removed via invasive surgery and necessitated additional invasive surgeries to repair the hernia that the product was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective bard hernia mesh. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with bilateral indirect inguinal hernia thereby underwent open repair with the implant of bard flat mesh on left and synthetic mesh on right. Per operative notes, ¿large left inguinal hernia sac was dissected out. A bard flat mesh was placed into the left inguinal side and secure it with sutures. On the right side a small indirect hernia sac was dissected along with peritoneal reflection. A synthetic mesh was placed into right inguinal side and secure it with sutures.¿ (B)(6) 2015 - patient was diagnosed with bilateral hydrocele, seroma, fibrosis, inflammation thereby underwent repair with hydrocelectomy, left spermatocelectomy, right extra parenchymal testicular lesion excision. Per operative notes, ¿fibrosis, seroma, inflammation was taken down. Bilateral hydrocelectomy was done.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Inflamation is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.